Manufacturer narrative:
Siemens filed the initial MDR 1219913-2019-00008 on january 24, 2019. Siemens filed the MDR 1219913-2019-00008 supplemental report 1 on february 21, 2019. On 02/25/2019 additional information: the patient sample was rerun on the advia centaur cp and the result was negative (0.18 index). The correct report turned out to be negative by the alternate method and hcv rna. So the negative result was correct. Updated information received for section e4 of the form 3500a, the answer is "no". The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2019-00008 on january 24, 2019. 02/06/2019 additional information: siemens has completed the investigation into the discordant negative result observed on the advia centaur hcv assay lot 290. The patient in question was a sick patient with no known medical history other than the sample was positive on an alternate method. It is possible that the patient is a false positive on the alternate method or that they have an older infection with low antibody levels. The patient sample was not available for further testing to determine the root cause. The in house data for hcv kit lot 290 and all medical decision pools, quality control panels and negative patients were reviewed and all responded as intended. A product non-conformance was not identified. The IFU states in the limitations section: "a negative test result does not exclude the possibility of exposure to or infection with hcv. Hcv antibodies may be undetectable in some stages of the infection and in some clinical conditions. Assay performance characteristics have not been established when the advia centaur hcv assay is used in conjunction with other manufacturers' assays for specific hcv serological markers. The performance of the assay has not been established for populations of immunocompromised or immunosuppressed patients." The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
The cause for the discordant (B)(6) results is unknown. Siemens healthcare diagnostics is investigating.

Event description:
A (B)(6) advia centaur xp hcv (ahcv) result was obtained for a patient sample. The result was questioned by the physician. The customer performed testing with an alternate method for confirmation and the result was (B)(6). Patient is in a coma. Dialysis patient. It is unknown if patient treatment was altered or prescribed. There was no report of adverse health consequences due to the discordant advia centaur cp hcv result.